Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2026, due to require of MRI compatible device. The patient was re-implanted with another cochlear device during the same surgery.